Event description:
It was reported that the patient is experiencing pain and swelling. Patient is also experiencing difficulty walking. Patient has been on pain management since surgery.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 623-10-36f, lot # mpj543v, description: trident 10x3 insert 36mm ID; cat # 542-11-54f, lot # mjkhnl, description: trident psl ha cluster 54mm; cat # 6570-0-536, lot # 34836301, description: delta v-40 ceramic head 36/+2,5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.